Manufacturer narrative:
(B)(4). Concomitant medical products: unknown glenoid base plate, unknown glenosphere, unknown humeral bearing, unknown humeral tray, unknown peripheral screw. Reported event was unable to be confirmed. Device history record was unable to be reviewed, as part/lot identification is unknown. Review of complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2019 - 00827, 0001825034 - 2019 - 00828, 0001825034 - 2019 - 00829, 0001825034 - 2019 - 00830, 0001825034 - 2019 - 00831, 0001825034 - 2019 - 00883.

Event description:
It was reported that the patient underwent an initial shoulder arthroplasty on unknown date and was revised due to infection. No additional information is available.